Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. A partial lead measuring 47.1cm was returned in two segments for analysis. External insulation abrasion was noted at 3.8-4.0cm and 9.5-9.8cm from the proximal end, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 17.9-18.4cm from the proximal end. The etfe coating was intact at these locations. Reliability laboratory technician. Initial reporter: (B)(6).

Event description:
This report is to advise of an event observed during analysis.